Event description:
Additional information was received. The cause of death was listed as hypertensive and atherosclerotic cardiovascular disease. The primary cause of death was listed as hypertension, hyperlipidemia, diabetes mellitus ii, coronary artery disease, chronic kidney disease, congestive heart failure, and obesity. The secondary cause was listed as coronary bypass graft.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The decedent¿s spouse stated the patient had difficulty breathing during the ambulance ride, the patient had a cardiac arrest, and the device never shocked. The patient went into a coma. The spouse stated a physician said, ¿interrogation of the device found it was set too high.¿ a request for additional information was made, but was not available.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.